Manufacturer narrative:
Section e1: reporter's email not available no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient heard an alarm on (B)(6) 2023 around 1800. The history was checked on the system monitor but the alarm was unable to be confirmed. There were also no unusual events recorded in the log file event history. The event history did not go back far enough to show the events on (B)(6) 2023. As the alarm details were unknown, it could not be confirmed if the alarm reoccurred. The patient had no symptoms at the time of the alarm. No products were exchanged for troubleshooting. The patient and device statuses were being monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller alarming was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 9 days (01nov2023 ¿ 09nov2023 per timestamp). The submitted log file did not contain the event date and time, (B)(6) 2024 at 18:00, that the alarm reportedly occurred. There were no notable alarms active in the log file that would indicate an issue with the system controller. Additional information provided on (B)(6) 2023 stated the alarm is unknown, it is unknown if the alarm reoccurred, no troubleshooting was performed, and no product was exchanged. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.